Event description:
This is a 70 year old white female who was admitted on may 24, 2022 with a stemi she also developed complete heart block and was taken to the cardiac catheterization lab. A drug-eluting stent was placed in the rca. At the end of the procedure the temporary pacemaker was removed from the femoral vein and closure was attempted with a closure device (perclose). The closure device broke and became entrapped in the vein. Vascular surgery was called and attempted to remove it but was unable so he took her to the operating room for removal. The device was successfully retrieved but she developed a groin hematoma in the pacu. She was taken back to the operating room where a small arterial bleed was noted and this was repaired and a jp drain was placed. She was taken to the ICU for monitoring. FDA safety report ID# (B)(4).